Manufacturer narrative:
(B)(4). Leaking may happen due to several reasons such as being in contact with sharp object during use, mis-positioning of the catheter, balloon leaking or bursting etc. The leaking is not being described clearly especially the leaking point is not able to be identified without the returned of the actual sample for physical assessment. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Due to no actual sample returned for this investigation, any further investigation was not possible. Therefore, this complaint could not be confirmed.

Event description:
Reported event: urinary leakage occurred with bladder catheters several times. No injury reported.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: urinary leakage occurred with bladder catheters several times. No injury reported.